Event description:
It was reported that during a liver biopsy the needle broke half-way down on the 5-6th pass, leaving the distal half in the patient. Doctor sent patient to fluoroscopy and cut belly 1-2cm in order to retrieve indwelling piece with forceps successfully. Procedure was completed when reported incident occurred. No further complications or patient injury was reported.